Event description:
It was reported that after open the packing, the surgeon noted that it is very difficult to install the cartridge. Changed to another device to complete the procedure. There was no patient consequence reported. No additional information could be provided.

Manufacturer narrative:
Pc-(B)(4). Batch # 314a48. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with no reload present. A dislodge pan was found lodged inside the channel. When the device was returned which leads to the difficulty of the installation of the reload. The pan was removed from the channel and the device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications.